Event description:
Customer reported the power is intermittent. Customer discovered issue when alarm was removed from storage but did not provide a date. No incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).